Manufacturer narrative:
A stryker field service representative evaluated the device and duplicated the reported issue. The system board was replaced to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue was a faulty system board.

Event description:
The customer contacted stryker to report that their device won't turn on. There was no patient involvement reported with the event.